Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s. Stating that the device was getting too hot. It is known that the device was used in surgery. It is known that no injuries or medical intervention were reported. No additional information available.